Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pigtail was over stretched to a thin line. A cartridge change was performed to resolve the issue. Customer's blood glucose level ranged from 250-300 mg/dl.